Event description:
A surgeon reported the product did not "inject from cannula" during surgery. There was no pt harm associated with this event.

Manufacturer narrative:
The device has been requested but has not been received. Batch record review indicated the product met release criteria. A functionality test was performed during the blistering operation; no abnormalities were noted. There have been no other complaints reported in the lot number. Add'l info was requested. (B) (4).